Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt wore his audio processor only for three months after implantation, as he was not satisfied with the hearing result of the vibrant soundbridge. Since then, he used a hearing aid. Now he was explanted on (B)(6) 2012 due to pain in the middle ear. Before explantation, a vibrogramm was made showing an implant working within normal limits.